Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient with a left radial arterial catheter inserted in the surgery department on (B)(6) 2026 (less than 48 hours of progress). During monitoring, a damped arterial pressure waveform was evidenced. The catheter was flushed using a push-stop technique with saline solution; subsequently, an attempt was made to verify blood return, with no success. Due to the absence of blood return and device dysfunction, the arterial catheter was removed." The device was replaced. The patient's current condition is reported as "fine".